Event description:
Related manufacturer reference number: 2017865-2021-39511. Related manufacturer reference number: 2017865-2021-39514. It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm), right atrial (ra) and right ventricular (rv) leads were oversensing noise leading to pacing inhibition. The sales representative was unsure if noise was on the device or leads since the noise couldn't be reproduced. The patient was asymptomatic. The pm was successfully reprogrammed. The patient was stable throughout procedure.